Manufacturer narrative:
On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to foreign debris coming out of device (metal shavings/flakes/debris) for devices registered under erl product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.

Event description:
It was reported that during use in a procedure at the user facility, the device was flaking. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.